Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away approximately three months after the implant of their implantable pulse generator (ipg) system. It was further reported that the patient experienced a pericardial effusion within a month after the implant procedure. It was also reported that a pacing lead perforated. Additional information related to the cause of death was requested and not received.